Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the debris inside the socket air tubing could not be identified. However, the deformed turret wheels causing the e200 error were traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited debris inside the socket air tubing and had two deformed turret wheels, resulting in an e200 error. There was no patient involvement.